Event description:
It was reported that pump displayed a cartridge change error and caller could not successfully load cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer inspected cartridge o-ring and pneumatic tap area with guidance from technical support, cleaned pump, and attempted to reload cartridge, but initial load was unsuccessful; technical support then assisted customer in filling and loading new cartridge, after which customer was able to complete load process and resume insulin delivery.